Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that they customer hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 641 mg/dl at the time of incident. Customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing. The customer was treated with insulin pump in the hospital. The customer was wearing the insulin pump during the hospitalization. Customer states insulin pump alleging possible under delivery. Customer unable to describe any possible damage to the drive support cap. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08750 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, cracked display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.